Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when using the maryland bipolar forceps, a defect in the joint was found. The procedure was completed with no reported injury. Isi followed up with the site and obtained the following additional information: there is no visible break in the cable, but the clamp joint is not turning completely and the clamp does not receive the command when it needs to move.